Event description:
It was reported that during a stent placement procedure, the stent was allegedly not deployed upon correct placement and both thumbwheels spinning. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition with unlocked safety, and with loaded stent; inside grip a force transmitting adhesive joint was found loose which made a successful deployment impossible. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for failure of an adhesive joint and deployment failure. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under required materials the IFU state: '9f introducer for a stent diameter of 14 mm (...) 0.035 inch diameter guidewire'. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.